Event description:
A nurse called to ask if the co has received any reports of infection following the use of gelfoam. She stated that she has had two pts who developed an infection at the gelfoam site about two weeks postoperatively. This report is regarding the first pt, a 19-yr-old male. About six mos ago this pt had surgery for an anterior ligament reconstruction. A graft was taken from the tibial bone and from the patella. Gelfoam was used at the tibial harvest site but not the patella harvest site. He received prophylactic antibiotics intravenously prior to the surgery and orally after the surgery for four days. About two weeks after the procedure he became febrile and his knee was hot. He was placed on oral antibiotics for two days. A wound culture was positive for staphylococcus aureus and his sedimentation rate and "c"-reactive protein were elevated. He was then hospitalized and started on IV antibiotics including gentamycin. The wound was explored and irrigated. There was no pus noted in the wound. It was noted that the infection was present in the tibial harvest site where the gelfoam was used and no infection was noted in the patellar harvest site. The nurse also noted that the joint graft was successful.